Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the stop cock on the sphere inflation device would not lock/attach to the cook 35 lp balloon. This device does not make patient contact. The right lower leg angioplasty procedure was successfully completed using another inflation device. According to the complainant, the patient did not experience any adverse effects as a result of this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, drawing, quality control, specifications, trends, and a visual inspection and functional evaluation of the returned device were conducted during the supplier investigation. The device passed all functional testing in both test iterations and remained securely connected throughout all testing. The visual inspection revealed no anomalies. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record for the complaint lot indicated that the devices were manufactured under normal operating procedures. Based on the information provided, the examination of the returned product, and the results of the supplier investigation, the root cause was traced to the user. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.